Event description:
Procedure type: thoracotomy. According to the reporter: the stapler was placed on the lung tissue. The surgeon thought he fired it, but the device cut and no staples deployed. The surgeon thought he had squeezed the handle two times. The device was removed to the back table and a test firing was done which fired the staples correctly. The surgeon placed a clamp on the tissue and he fired additional staple loads for the staple line. There was bleeding reported in excess of 500cc. It was not known if the patient was transfused. The case was delayed by more than 30 minutes. There was unanticipated tissue damage as a result of this problem. There were no reinforcement materials or other manufacturer's products used. No fragments or components fell into the cavity and no fragments were left in the cavity.

Manufacturer narrative:
(B)(4).